Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Restenosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting and clinically acceptable in the view of patient benefit. This known patient effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: restenosis. Device issue: none. It was reported that the pixel 2.25 x 23 was implanted in 2007. During the follow-up study seven months later, the restenosis of the pixel was confirmed. As there was no specific symptom, it was treated with medication. No additional event or patient information is available.